Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and the patient programmer displayed error messages. Reportedly, the ipg was deemed inoperable. As such, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was replaced with updated technology which resolved the issue.